Manufacturer narrative:
Initial

Event description:
It was reported that the ilet touchscreen was found cracked upon waking, rendering the screen unusable and limiting visibility and unlocking, and the device had been synced prior to shutdown and will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed a fracture of the touchscreen with a stress problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. Patient planned to consult their healthcare provider regarding backup therapy and was advised on shutting down the device and data syncing.